Event description:
It was reported that the core impaction drill heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
The device is available for eval but has not yet been received at the MFR. A f/u report will be filed when the device is received, and after a quality investigation has been completed.